Manufacturer narrative:
Continue to d10: product ID: mrasa0003 sn:(B)(6) product ID: mrasa0003 sn:unknown product ID: mrasilf19 sn:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted right colectomy laparoscopic procedure, during coagulation of tissue, the bipolar fen estrated grasper (bfg) experienced an instrument error in which the jaws did not open as intended while holding tissue. The double-click function on the instrument drive unit (idu) did not release the jaws. The sterile interface module (sim) mechanical release was attempted in accordance with the official quick reference guide but did not open the jaws. The instrument was detached from the module while it was holding the tissue, an instrument key was used to open the jaws, and the instrument was removed using the broken instrument process. The bfg <(>&<)> sim was replaced. There was no injury to the patient.